Manufacturer narrative:
Sixty-three days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail, complaint device identification, and return, nothing has been received, and no additional information other than what was originally reported has been received. We cannot tell anything from this, we cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It has been brought to our attention that the surgeon, dr. (B)(6) is reporting that a patient underwent a successful rotator cuff repair with the use of a healix peek anchor for fixation (date and device not defined). At some time subsequent, the patient presented with pain, and at some time subsequent to that, it was discerned through an MRI that a cyst had developed around anchor site. At some point a re-surgery was had in which the surgeon left the anchor intact as he decided that trying to reach it would compromise the rc; however, the surgeon "cleaned up the ac joint." This is all of the information that has been made available to mitek at this time, reach outs are being made for further detail and clarity. The surgeon also reports that he has several other similar cases with healix peek in the past. The surgeon is not able to supply any detail whatsoever about these other cases.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report